Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a sicky pump. A surgical procedure was performed, during which cylinders and pump were removed, while the reservoir was drained and retained. After the removal, the patient experienced an st segment elevation unrelated to the device; therefore, the surgery was aborted, and no new components could be implanted. No patient complications associated with the device were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in the proximal and distal end of its body, along with a leak and a hole in its proximal end, consistent with sharp instrument damage. The second cylinder presented wear at fold in the proximal and distal end of its body; however, no leaks were identified. The pump was microscopically inspected, and leak tested. Its kink resistant tubing (krt) was worn to the filament and the component did not pass activation test during functional examination. No leaks were identified in the pump. Based on the information available and analysis results, the pump not passing functional evaluation could have caused or contributed to the reported clinical observation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a sticky pump. A surgical procedure was performed, during which cylinders and pump were removed, while the reservoir was drained and retained. After the removal, the patient experienced an st segment elevation unrelated to the device; therefore, the surgery was aborted, and no new components could be implanted. No patient complications associated with the device were reported.